Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid drip rates from the left and right pressure bags were not equivalent. The event occurred while patient use at the facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the cause of the issue was an air leak from a tube connection inside the h-2 cuff inflator. The cuff inflator connection was reassembled to correct the issue.